Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Error code 110-6021. Customer called in for help on 8015 unit given out error 110-6021 which is a keypay processor error. Will need to first replace front case w/keypad if error comes back up after replace front case. Did you have a bad logic board, will have to be replaced.